Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental.

Event description:
Head surgeon reported to our sales rep, that both rods are broken. April 6, 2010 further information from the surgeon, received: implantation in (B) (6) 2008 in thoracic vertebra 11 - lumbar vertebra 2. In (B) (6) 2010, the patient suddenly felt pain in the lumbal area.